Event description:
Friend of consumer called stating that the chair was allegedly stuck in mid air (tilt) for approximately 5 hours. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 years 1 month old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's friend called stating that the tdxsp-cg power chair was allegedly stuck in mid air (tilt) for approximately 5 hours. The motor had to allegedly be removed in order to manually lower the chair. It is unknown if the consumer was in the chair for the entire 5 hours. No injury alleged.